Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 console. To solve this problem, the motor controller board has been ordered. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, during priming, s5 console displayed fault in motor controller alarm (e431). There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H11: complaints database review revealed no further similar events since unit¿s installation. Based on the available information, the root cause of the reported event was traced back to an electrical failure of the motor controller board. The failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), power overloads/surges and also to a variability of micro subcomponents. No concerning trend was highlighted for reported failure mode. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.